Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer received a power source alert. Customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.